Event description:
This spontaneous case was reported by an other and describes the occurrence of pelvic pain ("pain"), back pain ("back pain"), fatigue ("fatigue"), tendonitis ("tendonitis"), torticollis ("torticollis"), headache ("violent headaches"), memory impairment ("memory lapses") and dizziness ("dizziness") in a (B)(6) female patient who had essure inserted for contraception. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion hospitalization), back pain (seriousness criterion hospitalization), fatigue (seriousness criterion hospitalization), tendonitis (seriousness criterion hospitalization), torticollis (seriousness criterion hospitalization), headache (seriousness criterion hospitalization), memory impairment (seriousness criterion hospitalization) and dizziness (seriousness criterion hospitalization). At the time of the report, the pelvic pain, back pain, fatigue, tendonitis, torticollis, headache, memory impairment and dizziness outcome was unknown. The reporter provided no causality assessment for back pain, dizziness, fatigue, headache, memory impairment, pelvic pain, tendonitis and torticollis with essure. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: pelvic pain analysis in the global safety database revealed 13.178 cases. Back pain analysis in the global safety database revealed 614 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Further company follow-up with the other is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.